Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to a pocket site infection. No return of product is expected and the patient was treated with antibiotics. No other adverse effects were reported.